Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-00393. The pt (B)(6) was implanted with two extensions from different lots. It was reported the pt experienced a loss of stimulation. A diagnostic test revealed high impedance measurements for several lead contacts. Surgical intervention was undertaken on (B)(6) 2013 to explant and replace the pt's extension. Therapy was recaptured for the pt following the procedure. Since it is unk which of the pt's extensions were explanted, both lots are being reported.